Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014. During the procedure, the packaging for the baseplate was opened and the adapter was missing from the package. Another adapter was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the taper adapters were not issued to the order and packaged with the baseplates for this lot. This could result in a delay to a surgical procedure as another taper adapter would have to be retrieved for use with the baseplate. (B)(4). This baseplate was implanted with another taper adapter that was available during the procedure.